Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult to insert due to clip becoming caught on the clip introducer (ci) resulting in the torn ci appears to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report that during preparation, the clip introducer got caught on the grippers which resulted in the introducer to tear. It was reported that during preparation of the mitraclip xtr clip delivery system (cds), the introducer got caught on the grippers and the introducer tore. The cds was therefore discarded. There no patient involvement or clinically significant delay in the intended procedure. No additional information was provided regarding this device issue.